Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient with a pulse (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The ECG data from the event was returned and evaluated. Evaluation found that during the analysis event the rhythm was continuously found to be non-shockable. The analysis event met the ECG algorithms requirements of a no shock advised result. The analysis in question was after the patient had regained a pulse. Indications for use instructs users to disconnect the device once a patient has a return of circulation. The AED plus does not have the ability to detect whether the patient is conscious, breathing, or has a detectable pulse or other signs of circulation. The device will continue instructions to start CPR. This report has been closed as device meets specifications. Analysis of reports of this type has not identified an increase in trend.